Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the safari guidewire perforated the left ventricle. Subsequently, thoracotomy was performed for repair of the perforation. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)